Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 0-5 mm depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based of the information reviewed, the cause of the reported incident appears to be related the patients medical history of right bundle branch block but cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for a implant using a small flexnav delivery system. The dimension of the native valve was: effective orifice area 317.3 cm2, perimeter of annulus : 64.1mm and ascending aorta diameter: 23.5×25.5 mm. The patient had a history of right bundle branch block (rbbb). Membranous septum (ms was 3 ~4 mm as measured by computed tomography (CT). Pre balloon aortic valvuloplasty (bav) was performed with a non-abbott device. At the initial deployment of navitor, complete atrioventricular block occurred and did not return. When the patient left the procedure room, she remained in complete atrioventricular block. Pulse rate was controlled around 60 by temporary pacemaker inserted for rapid pacing. The initial deployment depth was the non- coronary cusp (ncc): 7mm, the left coronary cusp (lcc): 8mm. The final deployment depth was ncc: 2mm, lcc: 4mm. There was no problem in deployment or vitals. Around 20:00 of (B)(6) 2024, the patient regained her own pulse. The patient's condition was stable without a pacemaker implant. The patient is stable.